Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving morphine (20 mg/ml at 11.75 mg/day), clonidine (600 mcg/ml at 352.5 mcg/day), and bupivacaine (25 mg/ml at 14.69 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient showed up at the hospital with the pump alarming. The pump started alarming at 6:30 this morning and was going off every 5 minutes. The hcp described the tone for a critical pump alarm. Per the hcp, the patient just had tremors right now, but they were concerned about the patient not getting medication. The hcp was redirected to the national answering service to have a local company representative assist with reading the pump. Additional information was received from a company representative who reported that according to the pump logs, the pump stalled this morning around 6 a.m. And there was no motor stall recovery in the logs. The patient was having withdrawal symptoms. Environmental causes were ruled out. There was no MRI (magnetic resonance imaging), emi (electromagnetic interference), or magnets. The plan was to silence the alarm, program the pump to minimum rate, and coordinate a pump replacement. Additional information was received from the same company representative later the same day who reported that he was told that they were now hearing a single-toned alarm and it was constant. It was reviewed that the pump would need to be interrogated to determine why the pump was alarming again. The reporter noted that they planned to replace the pump, but he didn¿t know when.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative indicated that the pump alarm was two tone critical alarm. Upon interrogating, the logs showed a motor stall occurred and never turned back on. The pump was replaced on (B)(6) 2022.